Event description:
Pt treated for a proximal ulna fracture with a 3.5mm lcp plate on an unk date. Pseudoarthrosis was noted on (B)(6) 2011. Hardware and pseudoarthrosis tissue was removed on (B)(6) 2011 and pt was revised to an lcp olecranon plate. Pt came in for post-op testing (B)(6) 2012. X-rays showed a broken plate and a non-union. Plate was removed on (B)(6) 2012 and pt was revised to ex-fix. This is the 1st of 2 reports submitted on this event. The 1st report was previously submitted.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.